Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, observed to be dirt on the objective lens which caused a foggy image. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on the objective lens. There was no patient involvement.